Event description:
The customer reported being hospitalized for high blood glucose and ketones. The blood glucose at time of the call was 220 mg/dl. Troubleshooting was performed. Reviewed the settings and they were correct. Ran a fixed test and self-test and passed. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.